Manufacturer narrative:
(B)(4). The customer reported that the ventilator failed a safety system test and an analog device test. Additional information has been requested.

Event description:
It was reported that a ventilator generated an alarm. Although requested, it is unknown if there was patient involvement. Additional information has been requested. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). Additional information was received from the customer stating there was no patient involvement. This complaint no longer meets the requirements for reportability in the united states (us).

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the inspiratory flow sensor. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator generated a code which rendered the ventilator inoperable.